Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient (pt) reported that their controller is displaying a message saying ¿replace the batteries in the controller¿. Pt mentioned that the message had been coming over the past 2¿3 weeks. Pt also stated that while charging their implant, it will terminate and display the message. Agent had pt reset the controller with ac power supply, blow air into the controller charging port and wipe the rtm pins. Pt confirmed no visible damage to the controller, recharger and battery pack. Pt also confirmed that the controller turned on with green light flashing. Pt unlocked the controller and confirmed that the controller battery was 60% (recharging) and the implant was 50%. Agent had pt connect the recharger and start the ins recharge session. Pt confirmed that the controller battery was 60% and the implant was 50% with recharging excellent. For the event date, pt stated for the past 2-3 weeks, confirmed december 2025. Agent reviewed information and advised the pt to monitor and call back if the issue persists. Additional info received from patient that their recharger is having a lot of issues and turning off her stimulator and having issues charging. Patient states just turning off her stimulation and does this repeatedly for the past several months and gets replace controller battery icon. Agent advised this sounds as though more of a paddle issue and directed to hcp on the implant shutting off. Patient states the device is not low when shuts off. Agent sent request to repair for controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.